Event description:
At 9 years and 7 months after the primary surgery the patient had a revision due to a loose stem and a suspicion of decentration of the head rotation center caused by liner wear. Osteolysis was present around the stem.

Manufacturer narrative:
Batch review performed on 06 october 2021: lot 113582: (B)(4) items manufactured and released on 7-dec-2011. Expiration date: 2016-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017. Additional device involved: batch review performed on 06 october 2021: liner: cc e cc light 01.26.3244stt flat pe liner ø 32 / e (k103352) lot 082607: (B)(4) items manufactured and released on 12-dec-2008. Expiration date: 31 october 2013. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event since 2017. Clinical evaluation performed by medacta medical affairs director: 9.5 years after primary cementless tha the stem is loose and needs replacement. In the radiographs provided, extensive femoral osteolysis is visible. This may be related with production of pe particles following tribological wear. At primary surgery, a standard pe liner was chosen, probably due to the advanced age of the patient (84). Having standard pe wear after 9.5 years is rather common and widely described in literature: we do not know if this was the reason of the loosening but it's definitely a possible explanation. Visual inspection on the stem performed by medacta r&d hip project manager during the analysis it is evaluated that ha coating is still present on the proximal part of the stem, additionally some fragments are present on the second half of the stem body. This means that the stem was not correctly osseointegrated. This should be the cause of reported stem loosening and patient pain. Some signs and scratches are present on the neck part due to revision surgery. It is not possible to determine the clinical root cause of incorrect osseointegration after 9 years of implantation. Visual inspection on the shell liner performed by medacta r&d hip project manager: from the received part, an ovalization was noticed in the inner seat; in addition, a wide hole was applied on the rim with a screw for the extraction from the shell, that caused a deformation in that side of the inner liner. In order to achieve an order of magnitude, quality controls were performed on the inner sphere and its position: the inner spherical diameter was oversized by about 0.9mm, while the center of the sphere was medialized of about 0.7mm. These controls have some limits: first of all, the differences are related to the nominal values of the specifications in the drawing, but the exact initial dimensions of the device are not available; secondly, these data does not represent a real estimation of the deformation, due to the deformed ovalized shape of the inner liner. With visual and dimensional analysis, it was not possible to determine with certainty the root cause of this event; anyway, considering also that wear after 9.5 years is rather common and widely described in literature, it is possible to retain that the ovalization/increase of the inner dimension is probably related to the presence of a third body in articulation, compatible also with the scratches visible on the bearing surface.